Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the trident reamer handle has broken, but not completely sheared, at the connection of the reamer to the attachment on the drill. The case was completed using an alternative handle.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular remear handle was reported. The event was confirmed. Method & results: -device evaluation and results: the supplier, greatbatch medical, indicated: "the teflon sleeve was not returned with the complaint sample. The power tool coupling was nearly broken in two (2) pieces at the power tool coupling. There was significant signs of wear and material deformation on the power tool coupling and a gap could be seen between the body of the straight reamer handle and the power tool coupling. This fracture may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. The rest of the complaint sample showed signs of wear in the form of scratches, nicks and gouges throughout -medical records received and evaluation: not performed since no patient involvement was reported. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time.

Event description:
The customer reported that the trident reamer handle has broken, but not completely sheared, at the connection of the reamer to the attachment on the drill. The case was completed using an alternative handle.